Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, fo llowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician used a rapidcross balloon catheter to treat the anterior tibial. The balloon was inflated several times at nominal pressure of 8atm, when deflated it was removed. When physician tried to treat posterior tibial with the same balloon, under fluoroscopy it was identified that it has burst. The balloon burst was longitudinal. Another balloon of the same size was used to proceed. No patient injury reported.